Event description:
It was reported that two days post implant, the patient presented with a hematoma in the device pocket. The pocket was drained. A few weeks later, the patient developed an infection. The system was explanted and antibiotics were administered, which cleared the infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.